Manufacturer narrative:
Additional serial number included in this report: (B)(4). 10 of 10 devices were returned for evaluation. Evaluation of 9 devices found normal chuck wear. The turbine needed replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear and a lack of maintenance. The turbine needed replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. This report summarizes ten malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the events.